Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. One image was reviewed. The one xray image is a plain xray that appears to show the filter in the appropriate location with respect to the lumbar vertebra. There is some tilt to the filter and fractured struts. Plain films cannot demonstrate perforations. Medical records were provided and reviewed. Approximately twelve years and eleven months post filter deployment, an x-ray abdomen was performed for kidney stones showed that filter remains in place. Around six months and twelve days later, an x-ray abdomen was performed for kidney stones showed that filter was superimpose on l3 vertebral corpus. Around two months and twelve days later, a computed tomography of abdomen and pelvis showed that filter was unchanged in appearance with some prongs chronically outside the inferior vena cava. Around eight days later, a computed tomography of chest, abdomen and pelvis showed that no pulmonary arterial filling defect was identified. Inferior vena cava filter was in place. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava and filter migration. Additionally, the investigation is confirmed for the identified filter tilt and filter strut detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis and pulmonary embolism. Approximately thirteen years five months ten days later post filter deployment, it was alleged that the filter migrated and strut perforated the inferior vena cava. It was further reported that patient experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.